Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. All components were well glued and without visible damage. Functional air leak testing was performed (1 bar pressure) and no leak was observed. An air leak test under water was performed (1.5 bar pressure) and no leaks were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak (blood) was observed just before the 'y' on the access line of a prismaflex st60 set. The nurse examined the tubing and noted a small crack in the tubing where the leak occurred. A small amount of blood was observed on the bed. The event occurred during continuous renal replacement therapy (crrt). There was no report of patient injury or medical intervention associated with this event. No additional information is available.